Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold measurements and the right atrial (ra) lead had far field r-wave (ffrw) over-sensing. It was noted that the r-waves was causing the implantable pulse generator (ipg) to mode switch. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.